Event description:
Ous MDR - it was reported that approx. 4 months after the implantation the ventricular sensing was decreasing. A reposition surgery has been scheduled. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed, as reported in the complaint text, that the ventricular sensing gradually decreased from initially 10 mv to 3 mv between (B)(6) 2017. The mentioned x-ray images were not provided for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.